Manufacturer narrative:
Evaluation in process but not yet completed. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent total hip arthroplasty on (B) (6) 2005. Subsequently, a revision procedure was performed on (B) (6) 2010 due to acetabular cup spin-out. The acetabular cup was removed and replaced.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2010, due to acetabular cup spin-out. The acetabular cup was removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned component found that it appeared to have bony in-growth and tissue residue on the porous coating. There are visible scratches and damaged areas on the articulating surface. There are dark shallow scratches which are consistent with third transfer of a softer material trapped in the clearance between the modular head component and the acetabular cup. There is damage to the rim of the cup, however, it is unknown if the damage occurred from component removal or possible stem impingement. (B)(4).